Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. The returned test strips are from wrong vial lot; unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. The customer's son is calling on behalf of the customer. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expire 7/27/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 108mg/dl and 101mg/dl not fasting. Reviewed meter memory (B)(6). The customer is concerned about the result of 80 mg/dl on (B)(6) 2016 and 11:11 pm. The customer consider the results obtained from the meter are reading too low. The customer is testing once a day (fasting) and on medication for diabetes (pill form). The customer has not setup the date/time (wrong date/time). The customer has just finished drinking a glass of orange juice less than two hours prior to performing the blood test.